Manufacturer narrative:
Other text: investigation completed on a smiths medical intubation/portex endotracheal tubes sacett . Four photos were attached. Per photo the complaint was not confirmed, as no defects could be revealed in pictures. The engineering was reviewed and quality production passed 100% no root cause applicable since no defects can be appreciated in photos received for evaluation. No action taken as no problem detected form photo additional information as customer requesting for results of investigation and described the events that took place between (B)(6) 2020.

Event description:
Investigation completed on a smiths medical intubation/portex endotracheal tubes sacett . Additional information as customer requesting for results of investigation and described the events that took place between (B)(6) 2020.

Event description:
Correction report.

Manufacturer narrative:
, Corrected data: correction made on d 4 date of expiration and h 4 date of manufacture.

Manufacturer narrative:
Other, other text: additional information as customer requesting for results of investigation and described the events that took place between (B)(6) 2020 through (B)(6) 2020.

Event description:
Additional information as customer requesting for results of investigation and described the events that took place between (B)(6) 2020 through (B)(6) 2020.

Event description:
Reported a smiths medical intubation/portex endotracheal tubes sacett balloon was tested before the tube was inserted and then after inserting the tube, the balloon did not work and did not inflate. Also reported, in addition the cuff pilot tube is not installed well and when using it comes out by itself. This was reported to occur on seven occasions as incidents described. Photos are attached displaying a malfunctioned balloon.